Event description:
It was reported that during a lap appy procedure, on the second firing, the device was inserted into the patient and the cartridge fell out. The cartridge was removed with graspers. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Serial number = na.